Event description:
Pt was receiving adriamycin chemo drug through port which was in place since 11/96. When needle withdrawn, medication spurted out. Pt had x-ray which revealed leak of med into system thru defect. Pt to surgery. Crack on tubing on underside of port.